Manufacturer narrative:
This complaint has been reassessed, and is no longer classified as a reportable issue. There is no risk of patient injury associated with this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device activated, but would not reach an end tone to indicate a completed seal. There was no patient injury, and a new device was used to continue the procedure.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device did not seal during use. There was no patient injury.